Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin flow block alarm. The customer's blood glucose level was 455 mg/dl. Customer stated that insulin did not exit. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind, self test, however device failed prime/seating due to failed force sensor. Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm due to prime and seating anomaly.